Event description:
Pump has let air through the sensor and no alarm has been activated. Customer has informed fk that they did not identify which pump was being used. As there is no serial number available, the involved device cannot be identified in order to be sent back for investigation.

Event description:
Device history record could not be reviewed as the device serial number was not provided. Device log was not provided. Device was not returned for investigation. Instead tubing set was provided but this type of equipment is not investigated by our product unit. The customer kept on using the device without any other reported issue. Due to the lack of information regarding the event, the issue cannot be confirmed and its cause remains unknown. To our knowledge no patient consequences have been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.